Event description:
The customer reported to beckman coulter (bec) that approximately 8 oz. Of cleaner had leaked from the right hand side of the coulter lh 500 hematology analyzer while running a startup. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as aresult of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) verified the leak was at pinch valve (pv49). The cts assisted the customer over the phone with replacing the normally closed tubing through pv49. The customer confirmed the instrument was operational with no further leaks observed. Failure mode was related to a leak at pinch valve (pv49). (B)(4).